Event description:
A (B)(6) male underwent evar on (B)(6) 2012. Continuous leaking of blood from valve of main body immediately on introducing main body into the artery. Persistent leak through valve resulting in significant blood loss by the end of the procedure. The pt is reported to have required a blood transfusion (info provided (B)(4) 2012), states the pt received 2 units of bleed; but otherwise had an uneventful recovery. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
(B)(4) - blood loss is labeled in the IFU. (B)(4) - valve leaks are not specifically labeled in the IFU. Event eval: still under investigation.